Manufacturer narrative:
This report is a duplicate of pr (B)(4) /MFR report # 0001831750-2023-01023. This complaint will be closed as a duplicate report.

Event description:
It was reported that device was unpowered and fell suddenly. As a result, the user twisted their wrist.

Event description:
It was reported that device was unpowered and fell suddenly. As a result, the user twisted their wrist. Attempts are being made to gather additional details from the user facility.